Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they moved recently and cannot find their noted book with setting information and like to know if the manufacturer have their settings. Patient stated they started to have problem with the controller last week, the controller had died but they were able to recharge the controller and recharge the implant normally. They saw their setting but not sure if that is their correct setting. Since last week wednesday after recharging the ins, they noticed they are getting overstimulation if they move their neck certain way, they lost complete motor function on left leg and their hands feel like its electrocuted. They saw hcp yesterday and it was suggested to call the manufacturer to find out what setting he was on.

Manufacturer narrative:
Cooncomitant product ID 97745 lot# serial# unknown product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.